Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing an occipital nerve frequency neurotomy procedure. The stimulator placed on the patient's head uses radio frequency (rf), which caused noise. The noise was oversensed resulting in pacing inhibition for this pacer dependent patient. Boston scientific technical services (ts) suggested they use the electrocautery mode if they need to continue with this therapy. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.